Manufacturer narrative:
This report was mailed in to FDA on: 01/09/1998.

Event description:
Add'l info: pt has experienced persistent corneal edema od since event. Surgeon describes edema as slowly decreasing with steroid treatment.